Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight within specifications, opening, brown particles, crease fold a microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "recurrent breast seromas," "capsular contracture, baker grade iii-IV," "implant rupture," "cyst of excretory duct of a mammary gland," and "fragments of fibrous tissue with hyalinosis foci and an areal productive inflammation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture baker grade iii-IV; seroma-late.

Event description:
Healthcare professional reported left side "recurrent breast seromas," "capsular contracture, baker grade iii-IV," "implant rupture," "cyst of excretory duct of a mammary gland," and "fragments of fibrous tissue with hyalinosis foci and an areal productive inflammation." The device has been explanted.